Event description:
Pt admitted to emergency dept with chest pain. Order given to administer heparin per protocol. Calculations were made and pt should have been given heparin 250ml bag with dose of 25000 units or 100 units/ml. Volume to be infused of 100ml at rate of 1800 units/hr which came to a delivery rate of 18 ml/hr solution. The ivac was programmed incorrectly at 1137, 1148 and 1258 with total volume infused of 213.1 ml in 1 hour and 18 minutes. The programming error involved keying in 2500 units when it should have been 25000 units.